Event description:
It was reported that the customer had a blood glucose level of over 600 mg/dl. The customer experienced the following symptoms: thirst and frequent urination. The customer stated that he had received multiple no delivery alarms from his insulin pump in the middle of boluses. He said his infusion sets were not bent, broken, or clogged. The customer stated he has a lot of scar tissue. Standard troubleshooting was performed. The alarm was resolved with an infusion set change. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).